Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented through merlin.net transmission after receiving a vibratory alert for high, out of range, high voltage lead impedance. The patient was brought in clinic for further evaluation. Upon review, high capture threshold on the rv lead was observed. The patient didn¿t receive any inappropriate therapy and was asymptomatic. The defibrillator was deactivated and lead revision was discussed.